Manufacturer narrative:
(B)(4). Concomitant medical - medical product - maxim por ana pri fml 60 rt catalog# 140051 lot# 153780 , biomet cc cruciate tray 67mm catalog# 141232 lot# 294670 , max pri dcm tib brng10x63/67mm catalog# 11-146130 lot# 989460. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It is reported that the patient was revised on the right knee due to loosening approximately 16 years post-implantation. The components were removed and replaced with competitor products except the tibial cone. Attempts have been made and additional information on the reported event is unavailable.